Manufacturer narrative:
The reported events of under-sensing and noise were not confirmed. As received, a complete lead was returned in one-piece. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. During the procedure the lead was tested on the pacing system analyzer (psa) and both noise and under-sensing were present. The issue persisted after a new psa cable, adaptor, and connector sleeve were used. The lead was then exchanged and replacement was used to completed the procedure. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.